Event description:
An operating room manager reported that during surgery, while surgeon was already operating in the eye, the system stopped and the cassette was not recognized anymore. The surgery system were stopped. The system was restarted and the cassette was changed. The surgery was then completed without any other issue. There are two suspect systems but it is unk which one was used for the surgery/ add'l info was received from the facility who reported that the fluidics module was exchanged for both systems. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).